Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia with diabetic ketoacidosis. The customer went to the emergency room on (B)(6) after having several days with a glycemic higher than 300 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump therapy permanently stopped on (B)(6) 2020. During the stay in the emergency room, the customer received serum therapy and intravenous insulin. Customer blood glucose was greater than 250 mg/dl and other blood glucose value was 390 mg/dl. The insulin pump will not be returned for analysis.